Event description:
An a1059 mayfield skull clamp was involved in an incident with a pt injury. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.